Event description:
It was reported that aortic bleeding and death occurred. The native aortic annulus was horizontal and 22.3 mm in diameter with mild tortuosity. The peripheral vasculature was moderately tortuous and calcified. Vascular access was obtained via a right femoral approach. A 14f isleeve introducer sheath was placed. A single access approach was used with the guidewire and pigtail catheter advanced in the same access site. Balloon aortic valvuloplasty (bav) was performed with a 20 mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and successfully implanted to treat the native aortic annulus. Echocardiography post implant of the acurate neo2 valve revealed a 9 mm gradient, no paravalvular leak, and no conduction disturbances noted. Later the same day, while in the post anesthesia care unit (pacu), the patient experienced left sided pain and profound hypotension. A computed tomography (CT) scan was performed, which showed a large volume of active bleeding into the retroperitoneum on the left side. The exact origin of the bleeding was not clearly evident and was suspected to be from a tiny branch of the left renal artery. A large volume of high density material was noted in the peritoneal cavity, consistent with blood products. No evidence of bleeding from the right groin puncture site was noted. Vascular surgery was consulted. The patient experienced cardiac arrest. Resuscitation efforts were initiated; however, a return of spontaneous circulation (rosc) could not be achieved. The patient died later the same day. The cause of death was hemorrhagic shock.